Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid (cloudy) pd effluent and abdominal pain. The cause of the peritonitis was not reported. One day after onset, the patient was hospitalized for the peritonitis. The treatment for and the outcome of the peritonitis were not reported. At the time of this report, the patient was not recovered from the event. No further information was provided regarding whether pd therapy was ongoing. No additional information is available.